Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred sometime in 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between an extension set and a catheter. The extension appeared to have deformed the catheter hub so no other tubing could be used. There was no patient injury or medical intervention associated with this event. No additional information is available.